Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2022, the patient experienced hypoglycemia, the spouse tried to wake the patient up and noticed that he was unresponsive. It was reported that the patient did not lose consciousness, they were "awake but unresponsive". At an unspecified time of the event the cgm was reading 6.0 mmol/l and the blood glucose reading was 1.7 mmol/l. The spouse treated the patient with juice and called an ambulance. When the paramedics arrived they treated the patient with IV glucose. At the time of the report the patient was feeling good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.